Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level was over 54 mg/dl. Troubleshooting was performed. The product will be returned for the analysis.

Manufacturer narrative:
Device passed self-test and displacement test. No unexpected spi to motor pic communication error noted during testing. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).